Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(6) (oekg). Oekg checked the subject device and found that the reported phenomenon was caused by the failure of the circuit board, and there was a lot of dust inside the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing it was found that the subject device did not transmit the image signal. During the incoming inspection for repair at the service department of olympus (B)(6) (oekg), it was found that the endoscopic image was not displayed while evis 180/160 series videoscope was connected to the subject device. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The subject device is a product before countermeasures due to a design change of the dr board in the patient board set, and it may be caused by the failure of the dr board. Therefore, there is a possibility that the image fails while connecting evis 180/160 series videoscope and older that it. If additional information becomes available, this report will be supplemented.